Event description:
A user facility reported to fresenius medical care canada (fmcc) that an external dialyzer blood leak occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008 machine, did not alarm but was not expected to. A fresenius bloodline was also in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 420ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: a photograph was provided. The photograph shows a dialyzer connected to bloodlines and a hansen line. There appears to be blood coming from beneath the header cap and flowing around the base of the dialysate port, then dripping on to the dialyzer holder. The cause of the leak is not visible in the photograph. During gross visual examination, a pu (polyurethane) sliver lying across the pu cut surface was observed at approximately 0°, with the dialysate ports at 0°, on the cavity ID end. The pu sliver was long enough to reach past the o-ring of the header cap. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported to fresenius medical care canada (fmcc) that an external dialyzer blood leak occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008 machine, did not alarm but was not expected to. A fresenius bloodline was also in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 420ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.